Manufacturer narrative:
A review of the manufacturing paperwork is being conducted. The review of the manufacturing paperwork has not been completed.

Event description:
The patient received a lap-assisted right colectomy with an ileo-transverse colon anastomosis. An ethicon circular stapler was used. There was no leak test performed as leaks are very rare in this type of anastomosis. Upon examination of the original procedure (anastomosis), the surgeon commented that the cbsg performed perfectly and did just what he wanted it to do - there was no bleeding. It was reported that seven days post op after the successful implant of the circular bioabsorbable seamguard, the patient returned to the or due to a leak; there was sepsis and the surgeon discovered upon opening that the anastomosis had a 'ball-bearing sized hole right on the anastomosis.' The surgeon believes that the hole may have started as a small hole but got larger as it abscessed. The anastomosis was removed and a new one created without using cbsg. The patient is currently still in the hospital.